Event description:
In course of investigating death of nursing home resident, question whether wheelchair seat belt may have loosened when in use and may have caused or contributed to death of nursing home resident in wheelchair.